Manufacturer narrative:
The external visual inspection revealed torn antenna silicone, broken antenna coil wires, and dents in the bottom cover. In addition, the electrode was severed along the lead prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock was obtained only at certain spacing. The no lock condition prevented some of the electrical tests from being performed. The device failed one of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly experienced an impact at the implant site, followed by loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed torn antenna silicone, broken antenna coil wires, and dents in the bottom cover. In addition, the electrode was severed along the lead prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil and shield wires. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock following head trauma was verified during this analysis. This device had broken antenna coil wires, which was determined to have caused the loss of lock. Advanced bionics will continue to monitor failure modes of this type. This is the final report.